Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in the patient for a thoracic endovascular treatment. It was reported that a post-operative hematoma with deglobulinisation was noted at the puncture site approximately 6 days post the index procedure. It was noted that the patient received treatment of a compressive bandage and the event resolved approximately 1 month post the index procedure. It was noted that the event was related to the procedure but not to the device. As per the physician the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.